Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v686969, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient¿s therapy was not providing anticipated relief. The patient still catheterized. The trial provided much better results. It was reported the patient had a suprapubic catheter implanted to deal with their retention a year after implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.